Event description:
The reporter indicated the surgeon implanted a 12.5mm icm125v4 implantable collamer lens in the patient's right eye (od) on (B)(6) 2013. The lens was explanted on (B)(6) 2013 due to elevated intraocular pressure. The icl was not exchanged for another lens.

Manufacturer narrative:
Method: work order search, medical review. Results: a lens work order search was performed and no similar complaints were found. Medical review - the most common reasons for early postoperative elevated iop after icl implantation in the presence of optimal vaulting include : non patent/functioning iridectomies (too small, too peripheral and/or not fully permeable, blocked by visco), remaining viscoelastic in the posterior chamber, oversized icl with angle closure, too narrow angles/crowded ac due to small eye anatomy preoperatively, unexpected abnormal anatomy or tissue abnormalities (presence of iris/ciliary body cysts), malpositioned footplates, etc. Prompt management of iop rise and its cause is critical to reduce or eliminate risks of damage to the eye and vision. General management includes iop-lowering drugs, burping the incision, evacuating remaining fluids from the ac, enlarging the existing pi or making a new one, etc. Conclusions: based on the complaint history, work order search and medical review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
(B)(4).